Manufacturer narrative:
The t:slim x2 g5 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 267 mg/dl. During system check with tandem technical support, indicated that there were air bubbles/gaps along the infusion set tubing and cartridge tubing. Reportedly, the customer was able to prime the air bubbles and continued using the pump for insulin therapy. Troubleshooting with tandem technical support showed that the customer was not following the proper technique to fill a cartridge.